Event description:
It was reported by the patient that the monitor was no longer receiving power. Multiple outlets and a new power cord were tried, but the situation did not resolve. The monitor has transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.